Event description:
Spacelabs received a report of failure to alarm for v-fib on the command module. Initial reporter filed with the FDA: uf report# 1402760000-2013-8028.

Manufacturer narrative:
No pt's were injured as a result of this event. Spacelabs is evaluating the reported event and will file a follow-up report when our evaluation is concluded.

Manufacturer narrative:
No one was injured as a result of this event. A spacelabs field service engineer tested the device, which was found to be fully functional per the device service manual. The device is still in use at the customer facility. We evaluated information from the product's spacelabs smart disclosure system, as well as a patient strip provided by the customer. From the information provided we determined the patient has a pacemaker. In the presence of pacemaker activity, the system may not generate an alarm for ventricular fibrillation ("vfib") if the pacemaker continues to fire during vfib and the pacemaker pulse coincides with a detected beat. The clinical parameters operations manual states: ¿ECG detected circuitry may continue to count the pacing rate during occurrences of cardiac arrest or some arrhythmias. Do not rely entirely upon ECG rate alarms. Keep patients with pacemakers under close surveillance.¿ on the basis of our evaluation, we have concluded that the monitoring system did not malfunction. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that a spacelabs' xprezzon stationary bedside patient monitor model 91393 failed to alarm on ventricular fibrillation (v-fib).